Event description:
Dealer states "right motor is leaking oil at the axel. This is the second time he has to replace the motor, he doesn't have order number for the first replacement but he will get bill of sale or reference number pertaining to that order and will follow up with us for a return. The motor was first replaced 12/2012." (B)(4). No injuries alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m91, serial number/date code: (B)(4) is approximately 5 years old. The owner's manual part number 1141450 rev e was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Dealer alleges the right motor is leaking grease.